Event description:
It was reported the pt's ipg quit responding to the magnet. The sjm representative was unable to resolve the issue with a replacement magnet and troubleshooting. The physician plans to explant and replace the ipg to resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.